Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while monitoring a patient in manual mode, their device switched by itself to AED mode. This type of device behavior could delay, or prevent, device users from being able to provide manual defibrillation if it were necessary. The patient was being monitored via a 12-lead ECG cable. The customer advised that the patient's heart rate and ECG rhythm were normal, but because the device went into AED mode it continually prompted medical personnel to check pulse and start CPR. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.